Event description:
It was reported that the patient's defibrillation patch had high defibrillation impedance. The patch was explanted and replaced. As well, the patient's right ventricular (rv) lead experienced high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.